Manufacturer narrative:
The cause for both failures is unknown but is believed to be associated with the application of high torque and possibly levering during use. Review of manufacturing history records found (B)(4) pieces of lot 50302mi were released for distribution on 6/23/2016 with no deviation or anomalies. Two-year complaint history did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time since the cause(s) of the excessive torque required is not clear and a trend for reports of this nature for the reported part numbers was not identified. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-0020-1 & 00025).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. Evaluation in process, not yet complete.

Event description:
During a procedure performed on (B)(6) 2017, the tip of the retention bone-screw driver (39-sp-0601) broke upon insertion of the reform pedicle screw. The screw was removed and replaced, utilizing another driver readily available in the set, resulting in a 5 minute delay to the procedure.